Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 7 item#42500606201 lot#63946270; tibia cemented 5 degree stemmed left size d item#42532006701 lot#64019774; all poly patella cemented 32 mm diameter item#42540000032 lot#64098548; articular surface fixed bearing posterior stabilized (ps) left 10 mm height item#42512400510 lot#63756951. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a left total knee arthroplasty due to aseptic loosening, approximately four (4) years after initial surgery. Due diligence is in progress for this event; to date no further information has been provided.

Event description:
It was reported that the patient underwent a left knee revision approximately 4 years post implantation due to pain, limping, difficulty with activities of daily living, and loosening. During the revision, a significant amount of cancellous bone loss to tibia and femur condyles from aseptic loosening was noted. All components were removed with exchange of tibia, femur, and articulating surface without complications using computer navigation. The patella was not resurfaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product not returned and discarded. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were reviewed and did not yield any further information relevant to the investigation. X-rays received show a potential loosening but without any further information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend